Event description:
Caller reported a malfunction on the pump with the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer service assisted the caller with resetting the pump, and the same malfunction code did not recur after the reset. The caller was advised to continue using the pump and to contact customer service if the malfunction code recurs, which the caller understood.